Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial/final report based on information discovered during the device evaluation. The device was returned with the batteries removed from the pack. Functional testing found the device would not power on when connected to a lab battery pack. Visual inspection of the interior of the pack found evidence electrolyte had leaked inside of the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: new zealand.

Event description:
It was reported that during surgery, the nurse opened the pulsavac onto sterile field in prep room. The scrub nurse noticed that battery pack was extremely hot and handed off sterile field. The circulating nurse opened battery pack and touched a battery and got a small burn. When collected 10 minutes later, the battery pack was still very hot to touch and handpiece was also hot. They removed one of the batteries to stop conduction. The unit was placed in office and took over 3 hours to cool down. There was no harm/injury to the patient. There was no medical intervention/additional surgical procedure required. Another device was used to complete the surgery. There was a 5-minute surgical delay. There was no medical treatment needed for the nurse who got a small burn. During device evaluation and visual inspection of the interior of the battery pack, it was discovered that the electrolyte had leaked inside of the pack. Due diligence is complete, there is no additional information.